Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient was discharged following a laparoscopic inguinal hernia repair, the doctor used the device to secure the mesh and replaced the load with another one to close the peritoneum in the first hospital. They inserted a nasal gastric tube for decompression. There was no improvement and the patient was transferred to a second hospital for management and the patient was operated by a laparoscopic lysis of adhesion and removal of the device on the distal small bowel and was sutured to correct a small bowel obstruction due to a metal device clamped down on the small bowel. The patient received preoperative intravenous antibiotics and was under general anesthesia. The patient was hospitalized for five days at the first hospital and four days at the second hospital. There was patient injury.